Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. The patient experienced late healing, abcess and suture breakage post-operatively. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2011. (B)(4). Conclusion (B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria

Manufacturer narrative:
(B)(6). Representative samples of the returned product were tested for knot pull tensile strength and test in vitro and the results obtained were in conformance with the requirements.